Manufacturer narrative:
This event was an accidental splash unrelated to the design or function of the device. The surepath preservative fluid package insert contains the following warning, "avoid splashing or generating aerosols. Operators should wear use appropriate hand, eye and clothing protection." It is not known if the personnel involved in the incident was wearing protective eyewear. The customer was not able to provide any information regarding product lot number or expiration date. No samples were available for further evaluation.

Event description:
An experienced preparation technologist was placing the tube racks into the centrifuge for the seconds spin when she splashed a droplet from one of the samples into her eye. They were not able to determine from which sample the droplet came. The technician immediately rinsed the eye with water for 15 minutes. Although she did not have any pain or discomfort, the technician later visited a doctor to make sure there was no injury or further treatment required. The doctor did not recommend prophylactic treatment, nor did he report injury to the eye.